Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a peripheral angioplasty procedure using a 7f sheath. Reportedly, upon inserting there was resistance. Although the plunger was pressed in, the plunger would not push up against the handle. Pushing with more force, the plunger engaged. After removing the plunger, no suture came out. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The physician applied excessive force to push the collar up the handle. It should be noted that the electronic perclose proglide instructions for use (eifu), states: do not use excessive force or repeatedly push the plunger assembly. Excessive force on the plunger during deployment could potentially cause breakage of the device. In this case, the IFU deviation would not have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.